Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, on approximately (B)(6) 2026, the patient experienced a skin reaction with redness, inflammation, pimples and an infection at the needle puncture site and was prescribed oral antibiotics. Prior to sensor insertion the area was prepped with alcohol. There was no documentation of medical intervention. No photo or other details were provided. At the time of the report, the patient's redness and swelling had resolved. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.